Manufacturer narrative:
Manufacturing records were reviewed. Review of the tablet device history records confirmed all quality tests were passed prior to distribution.

Event description:
The tablet usb serial adapter cable was received by the manufacturer. An analysis was performed on the returned usb to db9 cable, and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection related to a stress-inducated fracture in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that the programming tablet received an error message related to the serial cable: "cannot open port.¿ troubleshooting was performed by unplugging and reconnecting the serial cable after 15 seconds, which did not resolve the issue. No patients were affected. Good faith attempts for product return have been unsuccessful to date. The product has not been received by the manufacturer to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.